Manufacturer narrative:
Lab analysis pending product return.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Following product explant and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific crm received information that this device exhibited the elective replacement indicator (eri) and will be explanted in the near future. Eri indicator reportedly due to increased charge times; no therapy delivered during the implanted duration of 5.3 years. Device explant anticipated within 3 months, no adverse patient effects reported.

Event description:
Subsequently, the device has been explanted and will be returned for post market evaluation. No adverse effects noted and replacement was with another boston scientific device.